Manufacturer narrative:
Product complaint #(B)(4). H3 device evaluation summary: twenty unopened samples of product code f2419, lot mdh082 were returned for analysis. The complaint sample was not received. During the visual inspection of thirteen samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strands and no defects were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the samples, no performance pull off suture needle was found, and the tested samples met the finished goods requirements. A manufacturing record evaluation was performed for the finished device lot number mdh082 , and no non-conformances related to the reported complaint condition were identified. Additional information was requested and the following was obtained: can you provide the lot number? Lot mdh082

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you provide the lot number?

Event description:
It was reported that an animal underwent an unknown procedure on unknown date in 2019 and suture was used. During a simple cutaneous suture, the needle pulled off from the strand after some tissue passages, without any specific force applied. Another device was used to complete the procedure. There were no adverse patient consequences reported.